Manufacturer narrative:
(B)(4). Additional information: batch # j5f533. The ec60 device was received for analysis with no visual non-conformances and with five cartridge reloads present. Cartridge (b) ecr60g, m5351r was received fully fired and in good visual conditions. Cartridge (c, d, e) ecr60g, m5351r were received partially fired 1/2 and in good visual conditions. Cartridge (f) ecr60g, m5377y was received partially fired 1/2 and in good visual conditions. The received conditions of cartridge reloads (c, d, e, f) is consistent with an incomplete or interrupted cycle. The returned cartridge reloads (c,d,e,f) were tested for functionality by resetting and reloading them into a test device. The functional test demonstrated that the remaining staples in the cartridge reloads formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The reported event could not be confirmed as no malformed staples were noted during functional testing.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: response from affiliate: did the device cut?- yes. If yes was the cut line complete?-yes. Did the device staple?- no incomplete. If yes was the staple line complete?- no. What was the appearance of the deployed staples (b-formation, irregular, legs straight)?- irregular. How was the procedure completed?-surgeon used covedien stapler and gun.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the doctor observed in between the surgery, the stapler reloads where not able to form full staple line. It happened for entire five reloads. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.